Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Customer had elevated blood glucose levels (600 mg/dl). Customer delivered manual injections to stabilize blood glucose levels, and stated they have back up injections for insulin therapy.